Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced glare and decrease in visual acuity. Surgery was performed with incorrect diopter due to patient¿s irregular cornea and dry eye syndrome. The lens was explanted and replaced with another lens in a secondary procedure. The patient¿s visual acuity was improved after lens exchange. Additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned wrapped in surgical material. Solution is dried on the iol. Both haptics are intact. The optic is cracked or fractured and scratched or marked rejectable with loose fibers and particulate. Incorrect diopter surgery was performed due to patients irregular cornea and dry eye syndrome. Iol exchange decision was made. Iol exchange surgery was performed. Patients visual acuity was improved after exchange. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product. According to the information in the file, the initial choice of diopter wasn¿t suitable for the patients eye condition. The irregular cornea and dry eye syndrome likely made it difficult to select the correct diopter initially. This led to the need for an iol exchange to improve the patients vision. Patients visual acuity was improved after exchange to a different diopter. Based on this information, the product did not cause or contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).